Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy that the customer noted blood in the tubing. The iab was removed. There was no harm or injury to the patient.